Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during device change-out due to eri, low impedance and no sensing were noted on the ra lead. Insulation anomaly was visually confirmed. The lead was capped and replaced on (B)(6) 2019. Patient¿s condition was stable before, during and after the procedure.